Manufacturer narrative:
A ge healthcare service representative provided remote technical support to the customer biomedical engineer. Repeated attempts have been made to obtain repair information from the customer. To date, the customer has not provided this information. It is unknown if the issue has been resolved. The customer is responsible for the repair of this system. A ge healthcare service representative provided remote technical support to the customer biomedical engineer. Repeated attempts have been made to obtain repair information from the customer. To date, the customer has not provided this information. It is unknown if the issue has been resolved. The customer is responsible for the repair of this system.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit alarmed and mechanical ventilation was not functional. The clinician reportedly swapped out the anesthesia machine to continue the case. There was no reported patient injury.